Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. Failure event was seen during analysis. As received, partial lead (only connector portion) was returned in one piece. Visual inspection of the lead found full breach outer insulation degradation at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.